Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose levels. The customer¿s blood glucose levels were 586 mg/dl and 300 mg/dl. Customer stated that they received insulin flow blocked alarm. The customer reported that they were not able to bolus on the insulin pump. The insulin pump will not be returned for analysis.